Event description:
A skytron surgical table was being used in a case. The table was positioned in deep trendelenburg when the table suddenly dropped downward six inches causing the patient to roll off of the table. A trocar was being used at the time. When the patient rolled off of the table, he/she hit the trocar, which caused a laceration to the patient's bladder. The surgical team was able to treat the laceration and continue with the surgery. At this time, the facility has sequestered the table and they are not allowing skytron's techs to evaluate it or release it back to skytron for further evaluation. The facility has been performing their own preventative maintenance and service on the table.